Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that 5mm peek multifunction handle failed insulation test.

Manufacturer narrative:
(B)(4). The following repair and service diagnostic codes were identified based on service request (B)(4). The following was observed: cracked/peeling insulation at tip of shaft, replaced handle, this does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that 5mm peek multifunction handle failed insulation test.